Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic resection of sigma procedure, while on colon, the anvil of the 4 reloads couldn´t be closed with the handle. The 4 reloads were also tried to close on another handle, but the same problem occurred. The reload doesn´t close correctly at the distal end, so it wasn´t possible to insert the instrument with a 12 mm disposable trocar. Another reload was used and the case was completed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices and photograph of the device. A visual inspection of the returned photo noted the reload was fully fired. Staple pushers were visible at the 0cm cut line. The clamping mechanism was deformed. Visual inspection of the returned products noted that one reload was fully fired, two reloads were pre-fired, and one reload had a full staple complement. Microscopic evaluation noted that the fully fired reload and one pre-fired reload had damage to the cutting edge of their knife blades. The clamping mechanism was deformed on the fully fired reload, and the two pre-fired reloads. The two pre-fired reloads were loaded into the returned listed instrument for functional testing. The interlocks were overridden and the pre-fired reloads were cycled without hesitation or binding and applied to test media. All remaining staples were placed, and test media was cleanly transected. The fully fired reload was loaded into the returned listed instrument for functional testing. The interlock was overridden and the fully fired reload was cycled without hesitation or binding. The reload with a full staple complement was loaded into the returned listed instrument for functional testing. This reload was cycled without hesitation or binding and was applied to test media. All staples were placed, and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented all four reloads from cycling again. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the deformed anvil clamping mechanism may occur when, application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.